Event description:
It was reported that during inspection for use, there was noise in the ultrasound image on the fibervideoscope due to a damaged ultrasound probe. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the noise in the ultrasound image was due to a damaged ultrasound probe. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented to provide a correction to a previously submitted report. The original b5 stated: 'it was reported that during inspection for use, there was noise in the ultrasound image on the fibervideoscope due to a damaged ultrasound probe. There was no patient involvement.' Upon further review, it was determined that noise in the ultrasound image is not a reportable malfunction. Therefore, the original report was submitted in error and is being retracted.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report (MFR report #3002808148-2025-14679). Upon further review, it was determined that noise in the ultrasound image on the fibervideoscope would not cause or contribute to a death or a serious injury if it were to recur. Therefore, this report was submitted in error and is being retracted.